Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number: k072642.

Event description:
Doctor reported that screw fractured at the thread of the screw. Procedure was completed placing another screw

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One screw was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads and the threaded portion was not returned. Signs of use was observed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the complaint. Bone density was type ii. The reported device was located on tooth site 25 (fdi). Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning'. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (1245768). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: a lot specific complaint history review was conducted for the subject lot number (1245768) and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). Post market trend review: july post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (ilrght). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.